Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in according with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that 6 (six) weeks following bilateral lasik, the patient was diagnosed with stage 2 diffuse lameral keratitis (dlk) in the left eye only. The patient reported blurry vision, itching and tearing. The topical steroid dosage was increased to treat the dlk. In a follow up, the center director reported that the dlk resolved with the treatment, and the patient's vision was back within normal limits.